Event description:
Event description boston scientific crm received information that this pacemaker patient experienced a syncopal episode. During follow-up evaluation of the device, which had been implanted over seven years prior, the gas gauge measurement was noted to be 100%. One hour and twenty minutes later, the gas gauge measurement was noted to be at 20%. The device was part of an advisory and included in the hermetic sealing component original population initially communicated on 7/18/2005. The decision was made to explant the device.